Event description:
It was reported that the syringe module does not consistently recognize the bd 30ml syringe. Troubleshooting required disconnecting and reconnecting the module, as well as removing and reinserting the syringe. Even after these steps, recognition occurs only about 50% of the time. While failing to recognize the bd syringe, the module displayed the monoject 20ml option every time. This syringe module was utilized by a bd clinical education consultant during on-site visit education. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: describe event or problem. Additional information: imdrf annex b code and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device syringe module not recognizing the correct syringes could not be identified from the provided information alone, no logs or devices were returned. The bd alaris¿ system user manual v12.3.2 states the following tips and warnings regarding syringe detection: at the start of a syringe module infusion program, the system prompts to select and confirm the syringe type and size. The clinician must ensure that the displayed syringe manufacturer and syringe size match the installed syringe. Mismatches can impact flow rate accuracy. The system automatically detects the syringe size, and lists syringe types and sizes that most closely match the installed syringe. If the syringe is not recognized, syringe not recognized is displayed. If the installed syringe is loaded correctly, but not recognized, check for the following: if a label is between the syringe barrel and the barrel clamp, make sure that the label does not erroneously enlarge the barrel size of the syringe. If a needle-free valve or other component is added to the syringe, ensure that it is no larger than the diameter of the syringe barrel. Thick labeling or adding a component to the syringe that is larger than the diameter of the syringe may prevent the device from correctly recognizing the installed syringe. If the issue continues despite the above troubleshooting, send the device to your facility¿s biomedical engineering department for servicing. If a default syringe list has been enabled and correct syringe cannot be found, press the all syringes soft key to select from a list of all compatible syringes. A review of the device logs could not be performed due to the devices or logs being returned for investigation. External and internal inspection could not be performed due to the devices not being returned for investigation. Testing could not be performed due to the devices not being returned for investigation. The devices had no patient involvement (npi) the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the syringe module not recognizing the correct syringes could not be identified from the provided information alone, no logs or devices were returned, and no fault was found that could have contributed to the reported incident. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe module does not consistently recognize the bd 30ml syringe. Troubleshooting required disconnecting and reconnecting the module, as well as removing and reinserting the syringe. Even after these steps, recognition occurs only about 50% of the time. While failing to recognize the bd syringe, the module displayed the monoject 20ml option. This syringe module was utilized by a bd clinical education consultant during on-site visit education. There was no patient involvement.